Manufacturer narrative:
No button error alarm was noted and the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and experienced a keypad anomaly. The customer's blood glucose was 145 mg/dl. The customer stated that she was about to bolus when the carbohydrates value would not stop scrolling upward. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.